Event description:
The device was attached to the pt through a defibrillation cable. Reportedly, when the defibrillator discharged, a puff of smoke was seen emanating from the device, and following this observation, the device would not respond to actuation of the the charge switch.